Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 446 mg/dl. The customer expressed no symptoms related to her high blood glucose but did acknowledge having high ketones. The customer treated the high blood glucose with insulin pump therapy. The customer was not hospitalized. While troubleshooting, the customer stated the drive support cap appeared normal and declined to check for leaks or air bubbles. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised to call back when she received the tubing clamp in order to perform the high pressure test. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.